Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and visually analyzed. Visual analysis revealed there was blood on the distal conductor of the lead and it was not obstructed, the inner tubing of the lead developed a breach due to a depression while in vivo and the inner insulation had a depression breach. Visual summary analysis of the lead indicated stretching. Concomitant product: 407652 lead, (B)(6) 2005. (B)(4).

Event description:
It was reported the right ventricular (rv) lead exhibited high impedance and high capture threshold due to a possible fracture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.